Event description:
It was reported that a patient with this artificial urinary sphincter aus experience urinary incontinence and urethral erosion. As per revision surgery, physician suspected that the erosion was likely related to his previous radiation treatment. The device was explanted and no new aus implanted in the procedure. There were no further patient complications.